Event description:
It was reported that the patient complained of painful stimulation during pacing. The patient also reports being shocked. The interrogation showed no shocks. During capture threshold testing, the patient complained of the same feeling as the shock and pointed to the lateral left chest wall. The lead tip appeared to be within the cardiac silhouette per x-ray. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.